Event description:
It was reported that during a stent graft placement procedure in the left renal artery via the groin, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
A voluntary recall has been initiated for the covera vascular covered stent which was product catalog/lot number specific. Reportedly the covera vascular covered stent has the potential to exhibit deployment issues (i.e., failure to deploy the covered stent) due to slide block bond failures in the device handle. Full or partial failure of the product to deploy is most likely to require percutaneous replacement with existing access. In rare cases, iatrogenic vascular injury may occur as the result of device withdrawal, manipulation, or abrupt/unexpected movements, particularly in the context of difficult or partial stent deployment or mispositioning. Adjunctive endovascular maneuvers may be indicated. There have been no cases where an open surgical procedure has been required. To date, there have been no reported patient injuries associated with deployment issues. As a result of the field action, this event is being reported as a malfunction reportable event.  The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during a stent graft placement procedure in the left renal artery via the groin, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the covera vascular covered stent which was product catalog/lot number specific. Reportedly the covera vascular covered stent has the potential to exhibit deployment issues (i.e., failure to deploy the covered stent) due to slide block bond failures in the device handle. Full or partial failure of the product to deploy is most likely to require percutaneous replacement with existing access. In rare cases, iatrogenic vascular injury may occur as the result of device withdrawal, manipulation, or abrupt/unexpected movements, particularly in the context of difficult or partial stent deployment or mispositioning. Adjunctive endovascular maneuvers may be indicated. There have been no cases where an open surgical procedure has been required. To date, there have been no reported patient injuries associated with deployment issues. As a result of the field action, this event is being reported as a malfunction reportable event.  H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation. The stent was found in system and in place, and the safety lock slider was found in initial locked position. The delivery system did not show any indication that there was an attempt to deploy the stent. The distal catheter of the delivery system was found with repetitive kinks indicating it was placed in a curved anatomy which matches the reported intended placement site in the left renal artery. The stability sheath was found detached from the kink protection, which was not reported by the customer. The delivery system was opened for additional evaluation, and the deployment mechanism was undamaged, there were no broken or defect components. The stent was intended to be placed in the renal artery, which represents an off label use and might have been a contributing factor. However, based on evaluation of the sample returned, there was no attempt for a stent deployment, which would contradict the event reported. The safety lock slider was not unlocked, even though the IFU states that the safety lock slider should be moved to the unlock position prior to stent deployment. The stability sheath of the delivery system was found detached upon sample receipt; however, this would not impact the possibility to deploy the stent and was not reported by the customer. Based on evaluation of the sample, no defects related to the deficiency alleged by the customer could be verified. The reported issue could not be reproduced, and a definite root cause could not be identified. The intended use of the device for placement during a bevar represents an off-label use. Labeling review: the relevant labeling supplied with this product was reviewed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy. Regarding covered stent deployment, the instructions for use states: "prior to covered stent deployment, unlock the red safety lock by pressing down and pulling it back towards the end of the grip from the locked position into the unlocked position. Ensure that the red safety lock is completely retracted and that the symbol for the unlocked position is fully visible". The covera vascular covered stent is indicated for use in hemodialysis patients for the treatment of stenoses in the venous outflow of an arterio-venous (av) fistula and at the venous anastomosis of an eptfe or other synthetic av graft. Based on the provided information, the covered stent was intended to be placed in the renal artery which indicates off-label use. H10: d4 (expiry date: 07/2023), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.